Event description:
It was reported that the monitor generator an asystole alarm two minutes after a patient experienced an asystole event. It was also reported that a patient died. The relevant log files were no longer available. The draeger technician/biomed checked the asystole alarm and the connection to the center, and found it to be working correctly.

Manufacturer narrative:
Draeger investigated the reported incident. It should be noted that the reported death occurred in 2009, but draeger was not notified until the following month, when a draeger technician was visiting the hospital for an unrelated service repair. The significant delay in reporting this event to draeger prevented draeger from being able to determine a root cause. No information, such as logs and/or ECG printscreens was made available regarding this event. The complainant reported that the patient monitor's asystole alarm was checked and found to be functioning with no problem found. In addition, no other similar incidents have been reported in the complaint database of an aystole event alarming a significant amount of time after the event. Draeger reviewed the risk analysis documents and determined that there are no new or revised risks. No actions are planned by the manufacturer at this time. We will continue to monitor for similar reports of this issue.